Event description:
Pt reported experiencing elevated blood glucose (200 mg/dl) due to the device under-delivering insulin. Pt indicated she switched to backup device and glood glucose levels returned to normal.